Event description:
It was reported that the right atrial (ra) lead became dislodged. The lead was explanted and replaced, and during the procedure, the replacement ra lead was unable to be connected to the device due to a loose device set screw. The device was replaced to resolve the event and the patient was stable.